Manufacturer narrative:
Novocure concurs with the prescribing md that pulmonary embolism is related to underlying diagnosis of astrocytoma and unrelated to novottf therapy. Pulmonary embolism was reported on the pivotal ef-11 recurrent gbm trial as an adverse event in both arms of the trial (1% novottf therapy arm and 2% in the chemotherapy treated arm). They were attributable to the novottf therapy in 0% of cases and to chemotherapy in 1% of cases. Hypercoagulability and risk for venous thromboembolism in the setting of a cancer diagnosis and chemotherapy administration has been described extensively (e.g. Nccn guidelines 2013 - venous thromboembolic disease). In addition, multiple studies in the literature describe the incidence of pulmonary embolism in a gbm patient population from (B)(4). Prior history of concurrent bevacizumab use is also noted as a risk factor for thromboembolic events.

Event description:
Patient with recurrent glioblastoma started novottf therapy on (B)(6) 2012. On (B)(6) 2013, the patient presented to his primary care physician with a 3-4 month history of cough, presumed bronchitis, and a swollen right leg with associated calf pain and impaired ambulation of 4 days duration. Ultrasound of the leg revealed extensive right lower extremity common femoral, femoral, popliteal and calf vein deep vein thrombosis (dvt). Patient was admitted to the hospital for anticoagulation and further investigation of lung disease. Pertinent findings on physical exam: bp 128/82, pulse 92, temp 36.6 c, resp 18, spo2 96%, respiratory exam revealed bilateral rales improving with coughing, bilateral in mid lung zones softer breath sound with egophany. No respiratory distress. Chest CT showed bilateral segmental and lobar pulmonary thromboemboli, bibasilar plate-like atelectasis and nonspecific tiny patchy peripheral groundglass opacity in the anterior segment of the right lung upper lobe. Final medical assessment (from md in hospital): pulmonary embolism; right leg dvt, extensive (likely complication of astrocytoma); chest pain, dyspnea and chronic cough, all suspected due to pe (no evidence of bronchitis or pneumonia). Patient was treated with enoxaparin, with plan to transition to warfarin, weaned from steroids (oral and inhaled) and antibiotics were discontinued. On (B)(6) the patient was discharged and planned to resume novottf therapy. Continuous transdermal. Therapy dates: (B)(6) 2012 - present. Diagnosis for use: recurrent glioblastoma.